Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the 70:30 ventricular implantation of the sapien valve cannot be confirmed. However, it is possible that a combination of patient (moderate bulky calcification) and procedural factors as described above. The cai appears to have been caused by the ventricular malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the 26mm sapien valve moved ventricular during deployment and was implanted in a 70:30 ventricular position, resulting in severe central aortic insufficiency (cai). A second sapien valve was implanted in a 50:50 position across the native aortic annulus, which resolved the cai. The patient was noted to be doing well following the procedure. The native aortic annular diameter was 24mm by tee. There was moderate, bulky calcification on the native aortic valve. The aortic root was mildly calcified. The sinotubular junction (stj) diameter was 28mm. The sinus of valsalva (sov) diameter was unknown. The patient¿s ejection fraction (ef) was 30%. There did not appear to be any native leaflet overhang. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture.